Manufacturer narrative:
510k: this report is for an unk - screws: matrixmandible/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient has had a cycle of infections since surgery. The boney flap calcified and properly unionized but there were issues of infection after the case. The plate has not been explanted and there was no plan to remove the implanted hardware. The surgeon mentioned that since it was an insistent problem and just wanted to confirm that there were no metals. Patient outcome is unknown. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).